Event description:
It was reported that the patient had a potential pump infection that was found on chest computed tomography (CT). The patient came in for follow up and was having hyperthermia of 39 degrees celsius. A culture was taken from the driveline exit site and the abscess, and a blood culture was done. The abscess drainage culture on (B)(6) 2022 showed no growth after 72 hours, and the pericardial drainage culture on (B)(6) 2022 found no growth after one week. The blood culture on (B)(6) 2022 found staphylococcus aureus. A later blood culture done on (B)(6) 2022 showed no growth after one week. The patient was taken back to the operating room to evacuate the chest abscess around the anterior of the pump. The patient was discharged to the intensive care unit for further management after the abscess was irrigated and 2 drains were placed in the chest and pleural region. The patient was on 600mg linezolid twice a day, 400 mg ciprofloxacin twice a day, and 1 g meropenem three times a day. Heparin was ongoing 100 iu/hour with inr at 2.5. There were no alarms for the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Review of the submitted log files revealed no abnormal events. The pump operated at the set speed for the duration of the captured data. The pump operated as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 28jun2018. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists local infection and driveline or pump pocket infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Care instructions regarding preventing infection are provided in section 6, ¿patient care and management¿. The heartmate 3 lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.